Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer blood glucose level was unknown at the time of incident. Customer also reported that they were able to clear the alarm and able to rewind the insulin pump. It was also stated that the insulin pump had multiple time unexpected restart alarm. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error , rewind test and displacement test or verify unexpected restart error due to blank display.